Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced unexplained high blood glucose levels. The customer stated that on (B)(6) 2016 her blood glucose level was 288 mg/dl. On (B)(6) 2016, the doctor changed her basal rate settings, but on (B)(6) 2016 it went high to 400 mg/dl and the day of the call it was at 270 mg/dl. The customer also mentioned having low blood glucose on (B)(6) 2016 morning. Blood glucose level was 55 to 60 mg/dl. The drive support cap is recessed. Customer declined to check for site/set issues or the settings. The customer stated she has been feeling sick to her stomach and found on (B)(6) she has high cholesterol. She mentioned she was hospitalized 2 times in the past for diabetic ketoacidosis but does not believe she was wearing the insulin pump back then. Customer was advised to change the entire infusion set and reservoir and call back when receiving the tubing clamp to perform the high pressure test.